Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had white screen and alarm came off. The customer¿s blood glucose was 163.8 mg/dl. The customer reported that they took battery out but insulin pump was still alarming. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank/flashing white light on the display and constantly beeping due to vertical cracked lcd controller electrical board.